Event description:
The manufacturer was notified on 18 may 2017, that a freedom solo 21 was explanted on (B)(6) 2017 after 4.62 years due to aortic prosthesis severe stenosis due to valve degeneration with aortic insufficiency. Increased of the gradient was detected 6 months before the valve explant. At the time of the valve explant the transvalvular gradient was: peak 76 mmhg and mean 49mmhg. The explanting procedure was performed via median sternotomy with the removal of bioprosthesis freedom solo 21 and a trifecta gt 21 was implanted.

Manufacturer narrative:
This event is of a female patient, with a clinical history of aortic stenosis, osteoporosis and rheumatoid arthritis. A freedom solo valve was explanted after 4 years and 6 months due to a reported severe prosthetic stenosis and insufficiency. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve.